Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo left anterior descending artery that was 99% stenosed. Pre-dilatation was performed on the lesion. A 2.5x38mm xience prime stent delivery system (sds) was then attempted to advance but failed to cross due to anatomy when the proximal shaft broke in two pieces. The device was simply removed. Then a 2.0x38mm xience prime sds was used to attempt to cross as well but failed due to the anatomy. Then a 3.0x18mm xience prime sds was used to attempt to cross but failed as well due to anatomy. Another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.